Event description:
The end user was scheduled for a medical appointment outside of (B)(6) and required transportation. End user was lifted into a para-transit van via a wheelchair lift and the driver applied travel restraints. While driving the van, the driver stopped suddenly and jammed on the brakes. End user was tipped backward in the wheelchair and flipped over and struck her head. End user incurred two scalp wounds to the back of her head and subarachnoid hemorrhage. This is currently a legal case being handled by the sunrise legal department. No conclusion can be reached until the wheelchair/parts involved are made available for investigation. If/when the legal team is able to provide new information on this incident, a follow-up report will be filed.